Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0011921475 was returned and analyzed. Visual inspection was performed on the sheath and the dilator luer was observed to be damaged and it would not lock into the sheath handle. Additionally, a kink/twist was observed on the shaft. Visual inspection of the shaft area was performed and identified a shaft kink/twist at approximately 25.5 inches from the tip. During functional testing, insertion of the dilator into the sheath was performed and it was unable to lock the dilator luer to the sheath. Further inspection under microscope identified dilator luer damage. In conclusion, the sheath failed the returned product inspection due to a damaged dilator luer and a kink/twist on the shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the integrated dilator/needle would not insert into the sheath. The force used to insert the integrated dilator/needle into the sheath caused the integrated dilator/needle to bend. The integrated dilator/needle was replaced which did not resolve the issue. The sheath was replaced. Both integrated dilator/needles were attempted to be inserted into the sheath and the same issue occurred. The integrated dilator/needle was replaced with another manufacturer's device which resolved the issue. The second sheath with the native dilator was used for the pulmonary vein isolation (pvi) portion of the case successfully. The case was completed with cryo. No patient complications have been reported as a result of this event.